Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, that reported multiple attempts were made to try to get good motor response on all electrodes during the implant procedure. It was noted that they were able to an get appropriate on with electrodes 0 & 1 at the beginning of the case. But, after multiple attempts of removing the lead and replacing it to try to get responses on all 4 electrodes, they were not able to get responses at all on 0 & 1. It was questioned if the lead got damaged at some point during the procedure. As a factor that may have led to the issue, it was reported that multiple attempts were performed with the lead passing through the introducer and foramen. No diagnostics or troubleshooting were performed. As an action taken to resolve the issue, the lead was replaced with another lead from the same lot. The issue was reported as resolved at the time of report. No surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of lead model: 3889-28, lot #: va1zjww, showed no anomalies. Analysis of the returned stylet product showed no anomalies. If information is provided in the future, a supplemental report will be issued.